Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per spec due to high readings.

Event description:
The customer reported via phone call that she had low suspend alarm and sensor glucose versus blood glucose value differences. Customer's blood glucose was 120 mg/dl. The current sensor glucose value is 40. The sensor glucose and blood glucose difference is not acceptable within range. The customer was advised to remove and replaced sensor. The customer was advised that we will ship a replacement sensor and requested to return sensor.